Manufacturer narrative:
The customer was unable to have the reported bflex 2 5.0 single-use bronchoscope returned to verathon for evaluation as it had been discarded at the facility, therefore the cause could not be determined. Review of complaint history for the reported bronchoscope lot number did not identify any previous complaints reported to verathon. Verathon confirmed that the risk associated with the hazardous scenario has been adequately captured and characterized per the system risk assessment. Trending analysis for the bflex 2 5.0 single-use bronchoscopes does not identify any trends exceeding acceptable limits. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
A customer reported that during a patient procedure, using a bflex 2 regular 5.0 single-use bronchoscope, the image on the connected glidescope core monitor was distorted and lines flickered on the screen. The procedure was completed using a different glidescope go system which was made available in an unspecified amount of time. No delay in the procedure or harm to the patient was reported.